Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache,upper airway irritation,chest pressure and sinus infection,continuous coughing while using device. There was no report of permanent or serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles also patient alleged toheadache,upper airway irritation,chest pressure and sinus infection,continuous coughing while using device related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust / dirt contamination with degraded sound abatement foam was abserved throughout device enclosure and airpath, suggesting a source external to the device and manufacturer observed water ingress on the blower and blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they confirmed the customer's allegation and there is presence of contamination in the airpath.